Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with an inaccurate sensor reading that triggered a threshold suspension. The customer reported blood glucose value of 40 mg/dl. The customer was treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-1884, mmt-242a, mmt-7040b. Troubleshooting was not performed for hypoglycemic event and it was unknown whether the customer was using an insulin pump system within 48 hours of the reported high blood glucose event and unknown whether the customer was using the auto mode/smartguard feature at the time of the event. It was reported that the discrepancy between sensor glucose value of 82 mg/dl and blood glucose values of 40 mg/dl which was not within range of 30%. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-7040b.

Manufacturer narrative:
Additional information has been received regarding the weight change from 180 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.